Event description:
It was reported that the ilet user experienced a low glucose episode, with a nadir of 64 mg/dl after announcing a usual lunch but consuming a smaller portion than normal and treated the low with oral glucose and a protein bar, returning to range after approximately an hour. This event was associated with an incorrect meal size announcement, characterized as an improper procedure related to user interface interactions. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.